Manufacturer narrative:
The cause of the reported issue was isolated to the system pcb assembly, however due to part obsolescence the device could not be repaired, therefore a conclusive cause of the reported issue could not be determined. The customer was provided with a loaner device, until a permanent solution could be provided.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle when powered on. In this state, the device would be in a lock-up condition and therapy would not be available, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle when powered on. In this state, the device would be in a lock-up condition and therapy would not be available, if it were needed. There were no reports of patient use associated with the reported event.